Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Na.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately tortuous, mildly calcified, 80% stenosed left circumflex coronary artery. Following pre-dilatation with an unspecified 1.5x8mm semi-compliant balloon, a 2.5x15mm xience xpedition stent delivery system (sds) was advanced and the stent was deployed at 16 atmospheres. After removal, a proximal edge dissection was noted via fluoroscopy, and a 2.5x15mm xience xpedition stent was used to successfully cover the dissection. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.